Manufacturer narrative:
Pc-(B)(4). Batch #851a79. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a tyvek, and with no reload present. No functional test was performed as the device would not close. Upon disassembling, the pin closure yoke was not properly aligned and it was resting against the release button wall, not allowing the device to close. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 851a79, and no non-conformance were identified.

Event description:
It was reported that the device jaws could not be closed when the closing lever was depressed - had to replace the device. Surgery was not delayed due to the reported event. A new device was opened to complete the procedure successfully. There were no reported patient consequences.